Event description:
In late 2008, the pt reported she ate pizza at about 10pm last night and does not think she bolused enough insulin to cover it as she currently has an elevated blood glucose reading of 555 mg/dl. Her normal range is around 130 mg/dl. Symptoms are thirst and fatigue. She tried to give herself a 14 unit bolus of insulin but received an e4 (occlusion) message on her insulin infusion device. She said she is scheduled to change her infusion set today. The pt was instructed to change her headset and the proper procedure to prime the infusion set needle was reviewed with the pt. The pt was able to prime without error and then bolused 14 units as a correction. The pt was advised to monitor her readings. Troubleshooting did not find any product issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.